Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks for an episode that appears to be supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.